Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from three (3) different pts that were generated by the access 2 instrument. The customer indicated that the elevated accu tni results were: 2.44ng/ml, 0.76ng/ml, and 0.67ng/ml for pts a to c respectively. The accu tni results were reported out of the lab. The customer indicated that after the initial results were obtained, pt a was redrawn twice; the accu tni results were 0.01ng/ml from both samples. Pt b was redrawn once; the result was 0.06ng/ml. The customer indicated that a physician questioned the accu tni result for pt c. The pt c original sample was re re-tested for acu tni; the result was 0.00ng/ml. The customer than repeated the pts a and b original samples for accu tni. The repeated accu tni results were: 0.02ng/ml for pt a and 0.00ng/ml for pt b. The customer indicated that there was no change in pt treatment can be attributed to or connected with this event.